Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a manual tube release knob malfunction was not confirmed during service evaluation. The quality engineer has attributed the reported condition to failure code 814:09. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. The user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of manual tube malfunction. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.